Event description:
It was reported that the patient was not sure if the patient programmer (pp) was working. The pp batteries had been changed twice, but the only light that was showing on the pp was the ¿green 9v battery light.¿ after moving to a different room and confirming that the patient was not moving the pp away from the implantable neurostimulator (ins) too quickly, the patient was still only able to see the 9v battery light. The patient had not been feeling stimulation, but that was because the patient had turned the stimulation off on the day prior to the date of this report, and it was noted that the patient did not normally feel stimulation unless she turned it up. The patient had first realized the issue with the pp yesterday, when she had tried turning the stimulation back on, but the pp wouldn¿t do telemetry. After receiving a replacement pp, the patient was still unable to connect to the ins. The patient was noted to have had lung surgery on (B)(6), during which the surgeon had gotten near the lead wires. The patient still had concerns with the device or therapy, but was working with a healthcare provider (hcp) or manufacturer representative. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l81329, implanted: (B)(6) 2000, product type: lead. Product ID: 749851, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4)

Event description:
Additional information received reported that the patient received assistance from the health care professional or manufacturing representative and the concerns were resolved. Upon device return, analysis of the patient programmer found the complaint unverified and there were no issues found during bench testing.